Event description:
It was reported while implanting the spacer at l4-5; it rotated on the inserter about 90 degrees. The surgeon removes it from the inserter and reattached it. Attempted to implant the spacer again. It rotated once again forcing the surgeon to remove the implant. He then used a different inserter and a different implant without trouble. No adverse consequence to the patient or the need for additional anesthesia. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates that the one t-plif implant holder and one vertebral spacer-tr were returned for the spacer reportedly rotating during insertion. The t-plif implant holder is part of the t-plif instrumentation set and is used in both t-plif and tlif procedures for grasping and inserting spacers. The implant holder was returned with the spacer attached. As held, the spacer was able to be rotated when a large amount of force was applied. The spacer was removed, repositioned on the implant holder with the jaws fully tightened around the spacer, and locked firmly with the speed nut. The spacer could not be rotated. The complaint condition could not be replicated when the holder and implant were attached as intended and so the complaint is unconfirmed. Product drawings were reviewed during the investigation. It is unlikely the design contributed to the complaint. This complaint condition is unconfirmed. The complaint could have occurred if the speed nut was not tightened thus not holding the implant stable during insertion, as both the implant and implant holder were found to be in good working condition. The technique used by the user is unknown however and so the root cause is indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 4978517 of vertebral spacer-tr 12mmx27mm 12mm height was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.